Event description:
The surgeon had previously performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. Following the procedure, there was draining noted from the surgical site. The surgeon performed an incision and drainage procedure with implant revision of the same sized acetabular cup liner and femoral head components.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. At this time, no mako implant component has been known to have contributed to post-operative inflammation or infection. Further evaluation is ongoing, and a supplemental report will be filed if additional information is obtained.